Event description:
The customer reported a right monitor issues that prevented the cine function from functioning properly. There was no report of patient injury or death.

Manufacturer narrative:
A ge service representative performed an on site investigation. The hard drive and the software upgrade were installed during the service call. The system was tested and found to be working as intended and put back into service.